Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited undersensing which resulted in inappropriate atrial pacing and triggered device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events. It was also reported the the right ventricular (rv) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  w1dr01 ipg; implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that that the patient is in chronic atrial fibrillation (af) and likely the cause of the shortness of breath. It was also noted that the physician didn't see rv lead undersensing.